Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used. No pathology, asymptomatic. By all appearances was progressing nicely, when we attempted to remove healing screws - implant came out, no bone attachment, no bleeding, swelling or pain. Same patient as (B)(6).